Event description:
It was reported that the patient presented in clinic for a follow up. Externalized conductors were observed via diagnostic imaging. Variation in low voltage impedance was noted. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the distal tip measuring 51.5cm was returned for analysis. Internal insulation abrasion was noted at 9.7-11.1cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 24.7-25.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
New information received states that the lead was explanted.